Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be due to mechanical error (eg: pvc tube diameter exceed specification) or user related (eg: insufficient or no lubricant used during insertion). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to use: insert rounded end of catheter. Visually inspect the product for any imperfection or surface deteriorations prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheters were bent, but the patient used them anyway which caused self-limited bleeding. The patient was able to fully insert the catheter and void, but bleeding was noted. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters were bent, but the patient used them anyway which caused self-limited bleeding. The patient was able to fully insert the catheter and void, but bleeding was noted. No medical intervention was reported.